Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient¿s device was at eos (end of service). There were no allegations/dissatisfaction with the ins longevity and no symptoms were reported. It was then also reported that the patient had a hard time charging the ins today (B)(6) 2018 and stated it took longer to charge the ins. The patient stated the ins was fully charged now. It was indicated that the patient¿s ins was at eos and they would follow-up with their healthcare provider (hcp) for this. No further complications were reported/anticipated.